Event description:
The device was returned for service after being reported by the facility's biomedical engineer to overinfuse. The hosp rep stated there was no report of pt incident involving the device since the last baxter service event. During testing at the service center, the device was found to deliver 17.80% greater than the programmed volume.